Event description:
The user facility reported that after an intervention on the right lower extremity the 8 french angio-seal was attempted on a left common femoral artery (cfa). The doctor deployed the angio-seal as usual; however, when he pulled back the system the artery did not close. They cut the suture like normal; however, they had to hold pressure on the access site. After holding pressure, the patient left the room in stable condition and was discharged the same day with no complications. The procedure performed on the patient was a rle angio with left cfa access. The blood loss was less than 250cc. There was no patient injury or surgical intervention required.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).